Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise could be heard when the blade becomes damaged.

Event description:
It was reported that during a laparoscopic esophagogastric procedure, the device was set up in proper manner, surgeon was on three-fifths power level and on the short gastric tissue near the spleen. Surgeon was firing the device first on min then switched to max. Surgeon said that right before this happened the generator did give a funny beep that he was not use to. He then took device out and looked at it; tested it and then started to use device again. Shortly thereafter was when he noticed that the tip had broken off. He was able to remove the broken active blade tip and there were no fragments left in patient. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.